Manufacturer narrative:
Actual sample was returned and found to have instrument marks throughout the length of the needle. User technique apparently weakened the wire causing the needle to break. Other samples from the same lot were evaluated for strength & brittleness and found to be in compliance with all usp and internal standard operating specifications. Tinuis olsen testing was acceptable: incoming inspection data was reviewed and acceptable. One previous report has been received on this lot, but was not confirmed. User technique most likely caused breakage in this instance.

Event description:
C-section performed 12/18/96 by dr. Tip of needle broke while suturing the uterine tissue. Dr took an x-ray and decided situation was benign, because it was such a small piece of needle (maybe less than 1 cm) involved. The dr was using forcep with the suture at the time. There was no significant delay and the pt is doing fine.